Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8. Corrected field: d9, h6 (medical device problem code and component code) a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the reported failure could not confirm. A root cause could not be identified. Based on the results of the investigation a probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: the issue was observed during preparation for use. (B3) also reported. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope's rotation part kept turning. It is unknown where this event occurred. There are no reports of patient harm.